Event description:
A report was received with the following event description: "defibrillator did not record any cardiac rhythm during placement of paddles or leads. Self test normal pre & post usage. No user error identified. The patient was not resuscitated." There were no adverse affects to the patient reported as a result of device use.